Event description:
It was reported that the green alligator connector broke in the pt while the doctor was making a pass. One small nib on the green connector remains in the pt's retropubic space on the right side. The doctor used a spare connector to finish the procedure. The piece left behind in the pt will not be removed unless the pt develops an infection. The pt has not developed any problems as a result of the connector piece not being removed.

Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. The connector used in this product kit is received from a molding supplier and upon receipt of qa sample connectors to verify that visual, physical, and functional requirements have been met. The product returned was visually inspected. The investigation confirms that the product has been used and that the anterior pin of one of the legs of the connector was not the same length as the second pin. The product returned does not show any sign of stress that would be consistent with pin breakage. The product pin does not appear to be fully formed (molded) and would not have been present at the time of implantation. Based upon the sample received and the investigation, it is unlikely that the pin broke off in the pt. A review of the instructions for use states that the user should ensure that the connectors are fully snapped down prior to passage. The snap-on connectors provide a permanent attachment between the introducer needle and the implant after being snapped together. Two extra connectors are provided with the kit in case of inadvertent closure of the connector. Any unused connectors should be discarded following the procedure. (B)(4).